Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer who was part of a clinical study reported via phone call that they were experiencing high blood glucose level and inaccurate sensor readings. Blood glucose level at the time of the incident ranged from 143 to 319 mg/dl. Customer's blood glucose was 197 m/dl and sensor glucose was 245 mg/dl. Blood glucose even rose to 400 mg/dl which was treated with bolus. And went down to 120 mg/dl. Customer also stated that they were getting alert to change sensor and calibration not accepted. Customer was assisted troubleshooting for calibration issues blood glucose required alert. No product will be returned for analysis.